Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not turn on after inserting a battery and they were off the insulin pump greater than 48 hours. The customer's blood glucose was unknown at the time of incident. The customer does not recall any significant events leading to anomaly. The display returned after inserting a new battery at the time of call. The customer stated a power loss alarm occurred. The customer was instructed to clear the alarm. The customer stated that they had high blood glucose around 500 mg/dl. The insulin pump will not be returned for analysis.